Event description:
Hcp reported the patient required a catheter revision due to lumbar spine skin breakdown and resultant catheter exposure. The physician decided to replace the pump at the same time to save the patient another surgery in the future. The patient is reported to be doing fine with the new devices and with the patient's pain control.